Event description:
Using a new laser fiber (trial), while firing the laser with the wire in place inside the patient, the fiber broke. The md provider stated no harm to the patient but the provider experienced a minor burning sensation.